Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The 30-degree endoscope was analyzed and tested on a system or equivalent and found to fail the focus test. The endoscope failed focus working at all distances on the left eye. The endoscope was also identified with melted proximal fibers. Additional failure analysis findings were found: the endoscope shaft's circularity was tested using a go-no-go gauge and failed. The gauge failed to slide smoothly down the scope's shaft due to damage found at tip and/or shaft. The endoscope was visually inspected and found with a dislodged component. The retaining ring was found dislodged. The ring was not returned. Furthermore, the endoscope was identified with glue damage on fiber distal tip (gap) and corrosion. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable. Field h4 is blank because insufficient product information was provided in order to obtain the date of manufacture.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 30-degree endoscope image quality was poor as compared to other endoscopes. The 30-degree endoscope had a yellowish image. An intuitive surgical, inc. (Isi) technical support engineer (tse) suggested to clean the endoscope connectors. The customer confirmed that he had done that many times, but the quality was still poor. The tse suggested a replacement of the endoscope as there might be issue with the endoscope. The procedure was completed with no reports of patient injury.